Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had intermittent audio tones. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-jun-2018 with the following findings: the pump powered up with returned battery cap. No audible tone was present at power up or triggered upon alarm events. The pump case was removed to find no evidence of moisture or loose components inside the pump. Further investigation showed a cracked solder connection on the piezo. The solder connection was repaired and an audible tone was present at power up and during alarm sequences. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.